Event description:
Complainant alleged that while monitoring a pt during transfer the device displayed "ECG fault 4" and "poor pad contact" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.